Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: at back table, scrub noticed buttons sticking on open, rotation, reload stuck. Would not open to unload. Then device locked up. Per troubleshooting video, adapter was disconnected, battery removed and reinserted, then reload was able to be removed. Device was taken off table and never used on pt. No reinforcement material was used. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.